Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that that patient was in the hospital for 9 days due to the flu. The patient experienced high blood glucose (>250mg/dl), large ketones, and vomiting while there, wearing the pod on the hip/buttocks for between 4 and 24 hours. The hospital had them take the pod off, after suspending insulin and deactivating, and had the mother put another pod on. He was checked for diabetic ketoacidosis, but was negative. Treatment included being on an insulin IV drip for ketones.